Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
Information regarding the reason for explant and the availability of the device is not available at this time. The manufacturer is reporting this event in a conservative manner.

Event description:
It was reported from a patient registration form that the patient's mitral memo repair device was implanted (B)(6) 2017 and explanted the same day. No further information has been provided.